Manufacturer narrative:
(B)(4). Investigation summary: four (4) customer photos were returned for review and analysis. The actual sample was returned to bd (B)(6). The photos and sample confirm the reported issue of a damaged hemogard shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® serum / cat blood collection tubes had a broken lid/cap. The following information was provided by the initial reporter: the customer stated, ¿the customer found a damaged tube shield and thus did not use it.¿